Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the physician noted that a strut of 3.50x12mm taxus liberte stent was damaged. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).